Manufacturer narrative:
Examination of the submitted device confirmed the plunger ball is frozen/stuck and does not retract to allow assembly with a mating instrument. The instrument exhibits deformation on the impaction cap indicating subjection to heavy impactions. The root cause is being attributed to product wear. Based on the determination of product wear out as the root cause the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Cup impactor tip would not engage with the cup or liner impactor. The ball bearing seems to be fused at the tip of the impactor.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.